Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralight st mesh (device 3). Two additional supplemental emdr was submitted to represent the bard composix e/x mesh (device 1) and ventralex mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of composix e/x mesh (device 1). Per operative notes, ¿an elliptical incision was made into the previous scar in the infraumbilical area. The incision was made and carried down to the midline fascia. The hernia sac was dissected out. A composix e/x mesh (device 1) was placed and secure it with sutures.¿ (B)(6) 2005 - patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with implant of ventralex mesh (device 2). Per operative notes, ¿a standard midline incision was made over the palpable mass. The hernia sac was dissected out. A ventralex mesh (device 2) was placed in a subfascial position and secure it with sutures.¿ (B)(6) 2005 - patient was diagnosed with nonhealing abdominal wound thereby underwent open repair with drainage of wound fluid. (B)(6) 2014 - patient was diagnosed with small bowel obstruction, recurrent incisional hernia, adhesion, thereby underwent open repair with implant of ventralight st mesh (device 3) and explant of composix e/x mesh (device 1) and ventralex mesh (device 2). Per operative notes, ¿an incision was made into the right upper lateral quadrant. The hernia sac was dissected out. Multiple adhesions were noted between the small intestine and anterior abdominal wall. All adhesions were taken down. Previously placed (device 1 and device 2) was removed entirely. A 15.2 x 20.3 cam ventralight st mesh (device 3) was placed into the peritoneal cavity and secure it with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of phasix mesh (device 4). Per operative notes, ¿an incision was made into the abdominal cavity of the prior surgical scar. The hernia sac was dissected out. A phasix mesh (device 4) was placed into the defect and sutured.¿